Event description:
It was reported the patient experienced persistent paresthesia after the placement of a new catheter. The hcp indicated the catheter tip may have been resting on a nerve. A catheter revision was done. The patient's paresthesia resolved after the revision. The drug in the pump was morphine sulfate at a concentration of 5.0 mg/ml and daily dose of 1.998 mg. The patient recovered without sequela.

Manufacturer narrative:
Results = catheter.

Manufacturer narrative:
(B)(4).

Event description:
The catheter was malpositioned and disconnected at the distal connection.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type catheter, product ID 8598, serial# unknown. Product type catheter, product ID 8840, serial# unknown. Product type programmer, physician. All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
As previously reported, it was noted the catheter caused paresthesias upon implant.

Event description:
The event was noted to be related to the implant procedure. The severity of the event was noted to be ¿mild¿.